Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted. The following cosmetic damage was also noted: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump are scrolling without her input. The patient's blood glucose at the time of incident was 64 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues; the pump was in the customer's pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.